Manufacturer narrative:
The customer's complaint of spin collar breaks could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reports the spin collar breaks during patient use. There is no report of patient harm.